Event description:
Facility reports observing csf leak at the connection points and drainage lines. No pt injury was reported but the tubing had to be replaced. The facility is returning the product for evaluation.